Event description:
It was reported that the customer experienced high blood glucose levels and also had a rash on his skin at the infusion set insertion site. The blood glucose reading was 500 mg/dl. The customer's wife stated that she was unsure of the reason for his high blood glucose levels but noted that he had a few issues with the adhesive, believing he had a possible skin infection. She observed redness around the site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.